Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was out of range, consistent with a loose lead in the connector.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance values. The lead was revised and it was determined that it was not well connected with the implantable cardioverter defibrillator (ICD). The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).